Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal firm on 22-mar-2017 regarding a patient who was receiving unknown drug (unknown dose/concentration) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported delivery failure and overdose occurred. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.